Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient inserted a new sensor around 9pm. Around 11:45pm, the patient was asleep when the sensor alerted her to a value of 64 mg/dl and that the value was dropping. No bg meter comparison value was reported. The patient self-treated with some food and drink. Despite the treatment, the patient¿s cgm value decreased to 47 mg/dl. The patient then self-treated with nasal glucagon, however, the low cgm values persisted. The patient then decided to go to the emergency room (ER). The patient began shaking and had a headache. On the way to the ER, the patient tested her bg meter reading, which was 347 mg/dl while the cgm was still reading 47 mg/dl. At the ER, the patient¿s bg meter reading was 327 mg/dl while the cgm was reading 41 mg/dl. The patient was treated with insulin via her medtronic insulin pump (non-integrated) and with tylenol. After an hour, the patient¿s bg meter reading decreased to 225 mg/dl. The patient was discharged after approximately 2 hours. The patient had a headache but was otherwise ¿okay¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.